Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device was used for treatment but was not returned for evaluation. Due to product unavailability, conclusions, investigation and evaluation were limited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting or bending of the delivery needle. Incomplete needle penetration through meniscus. Difficulty with reaching the desired tissue location. Entanglement with other instruments or devices. Inadequate tissue conditions. Incomplete needle penetration through meniscus per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ product met specifications upon release to distribution.

Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices returned that were used for treatment. Two separate complaints were opened. These complaints share an issue and the results were shared. The complaints stated: ¿t2 implant was not staying anchored.¿ both devices show signs of use. T1, t2 and suture were returned for one device but not the other. The depth limiters were attached. Both delivery needles were quite visibly distorted. One bent upward and the other downward. Neither device cycled or actuated any longer, due to damage. One device had its actuator frozen beyond the needle tip. The other device still had t2 located inside the needle track, which did not align with the allegation, although it could not be deployed due to the damage. The condition of both devices confirms difficulty in reaching the intended anchoring location. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the devices was confirmed. Products met specification upon release to distribution. Second device was recorded under medwatch form 1219602-2019-01253.

Event description:
It was reported that during surgery the device t2 implant was not staying anchored. The procedure was complete with a back up device. It is known if there was any delay. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.